Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An email was received regarding a cadd legacy plus pump with ln: 21-6500-51 and sn: (B)(6). It was reported a ¿no disposable¿ alarm had been received, and the event had been determined to be outside the 6 percent variance. The pump had alarmed and displayed ¿stopped,¿ although the no disposable alarm had continued. The pump had been powered off, and the patient had been advised to contact the clinic when it opened for further instructions. The medication being infused had been 5-fu. No injury or medical intervention had been reported. The event occurred while in use with a patient at the patient's home and the operator of the device was the patient.